Event description:
It was reported the pt underwent surgery for an ipg pocket revision. Allegedly, the ipg location was poor as the pt had to push down on the charging antenna in order to communicate with the ipg. During the procedure, the physician turned the set screw upside down and decided to explant and replace the ipg. It was reported the procedure was extended by 5 hours. The revision resolved the charging issue.

Manufacturer narrative:
Results: it was confirmed the lower chamber setscrew had been backed out and flipped during the procedure. The clinicians manual provides a cautionary statement "do not loosen the setwscrew in the connector more than a quarter turn at a time while trying to insert the lead. Retracting the setscrew too far can cause the setscrew to come loose and make the connector assembly unusable". There was no alleged failure to meet specification, so no further testing was performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.